Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the right tracker was out of spec by .15mm. The medtronic representative re-calibrated the right side using the 3d calibration tool and verified that the left and right trackers were both within specs using the 3d calibration tool. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the site took two scans during a case and both scans showed an inaccuracy of 4mm. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.